Event description:
It was reported that during a thermal ablation procedure a motor fault error was received. A second catheter was pulled and a heater error was received. The case was converted to a roller ball procedure. There were no patient consequences reported.